Manufacturer narrative:
3003721894-2018-00107 is associated with argus case (B)(4), super poligrip (unspecified zinc free variant).

Event description:
My teeth didn't stay in, I almost choked to death [choking]. Then that glue was in there made my saliva very thick [saliva altered]. Case description: this case was reported by a consumer and described the occurrence of choking in a male patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced choking (serious criteria gsk medically significant), saliva altered and product complaint. On an unknown date, the outcome of the choking, saliva altered and product complaint were unknown. It was unknown if the reporter considered the choking to be related to super poligrip (unspecified zinc free variant). The reporter considered the saliva altered to be related to super poligrip (unspecified zinc free variant). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received on (B)(6) 2018. The consumer stated, "consumer called in about poligrip, my teeth didn't stay in I almost choked to death I almost had to call 911. Then that glue was in there made my saliva very thick. I am very mad". The action taken with super poligrip (unspecified zinc free variant)) cream is unknown.

Manufacturer narrative:
Initial report is associated with argus case (B)(4), super poligrip (unspecified zinc free variant). Additional information for complaint (B)(4)- 05 april 2018. Since the product sku is an unknown variant, the investigation site is unknown and an attempt to gather additional information was not successful to date, the issue is closed by quality without an investigation based on internal standard operating procedures. This issue will be re-opened if additional details become available. Attachment: [(B)(4)_qa results.pdf].

Event description:
Case description: this case was reported by a consumer and described the occurrence of choking in a male patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). On an unknown date, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced choking (serious criteria gsk medically significant), saliva altered and product complaint. On an unknown date, the outcome of the choking, saliva altered and product complaint were unknown. It was unknown if the reporter considered the choking to be related to super poligrip (unspecified zinc free variant). The reporter considered the saliva altered to be related to super poligrip (unspecified zinc free variant). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, adverse event information was received on 29 march 2018. The consumer stated, "consumer called in about poligrip, my teeth didn't stay in I almost choked to death I almost had to call 911. Then that glue was in there made my saliva very thick. I am very mad". The action taken with super poligrip (unspecified zinc free variant)) cream is unknown. Follow up information was received via quality assurance investigation report on 05 april 2018 for the product complaint reference ID 7014175 and lot number unknown. Since the product is an unknown variant, investigation site was unknown and the attempt to gather additional information have not been successful to date, the issue has been closed by quality without an investigation based. The complaint will be re-opened if additional details become available.